Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check was performed and passed. A pairing test/download was performed and passed.

Manufacturer narrative:
B5 : product returned. Exterior physical visual inspection: passed. Voltage check: passed. Pairing test/download: passed. D9 : device available for evaluation. Returned to manufacturer. G6 : follow up 001. H2 : device evaluation. H3 : device evaluated by manufacturer. Evaluation summary attached. H6-10: evaluation of actual/suspected device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss greater than one hour. No injury or medical intervention was reported.